Event description:
Clinic notes were received which indicate the patient is positive for syncope and has had no syncope since the last visit. It is unknown if there is a relationship between the syncope and vns. Attempts will be made for additional information.